Event description:
On (B)(6) 2011, keystone dental's customer relations group received a call from a customer who stated his pt had an allergic reaction to the dynablast paste 15 minutes following the grafting procedure. As reported by the pt's dental clinician, the pt was transported to the hospital with an ambulance.

Manufacturer narrative:
This product is contract manufactured for keystone dental by integra lifesciences. Keystone dental has an exclusive license to sell the dynablast product for dental applications from integra lifesciences, the developer of the product. A review of keystone dental inc. And integra lifesciences complaint databases identified no other complaints associated with this lot. Keystone dental inc and integra lifesciencs conducted a review of the batch records for dynablast lot 090012 which indicated that this product was manufactured and released in accordance with the product's release guidelines. No nonconformances or deviations were observed. Keystone dental's investigation revealed this pt had a known sensitivity to the miacyin antibiotics group. The acute allergic reaction may have been caused by the traces of gentamicyn and polymyxin antibiotics that are used during the processing of the dynamatrix. It was also noted during this investigation that the product was not used in accordance with the labeling instructions; the product was used post expiration. There was no indication that the use of the product past its expiration contributed to the pt's allergic reaction, however, keystone dental inc has notified the clinician that an expired product was used for this procedure, and cautioned the clinician against the use of products beyond their expiration in the future. (B)(4).